Event description:
Additional information was provided by the customer. The patient was administered a local anesthetic during the procedure. Tests performed was a catheter inserted for hemofiltration.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected date: d9. Additional information: b5. The device was not returned to olympus for inspection, so the reported failure of not maintaining pressure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflator was not maintaining its pressure during a diagnostic laproscopic procedure. The procedure was completed with a back up olympus device which resulted in a delay of greater than 30 minutes.there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.